Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the wear and tear damage to enclosure, water tank cover, drain fitting, reflux plug 90, and line cord. Device underwent functional testing, confirming the reported customer complaint. Pump noted to have a damaged water tank cover and the problem source has been determined to be user interface.

Event description:
Information was received that device goes into over temperature. No adverse effects reported.